Event description:
It was reported that during a percutaneous coronary intervention and stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the severely calcified and severely tortuous distal right coronary artery. The physician advanced the 4.00x20mm liberte to the lesion, but was unable to cross. The device was removed intact. There were no pt complications. Upon removal, it was observed that the stent was flared. The procedure was completed with a non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family wil be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.